Event description:
It was reported that during a procedure of the 99% stenosed, de novo, distal right coronary artery (rca), the balance middleweight (bmw) elite was positioned and a non-abbott balloon dilatation catheter (bdc) was advanced on the guide wire. It was noted that the bdc became stuck with the coils of the guide wire. Additionally, it was noted that the bdc was successfully freed from the guide wire and was removed from the anatomy. The bmw elite was removed and replaced with a non-abbott guide wire to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.